Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted into the patient during a procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient underwent revision of the solyx sis system on (B)(6) 2019 due to pelvic pain and foreign body in vagina. Boston scientific has been unable to obtain additional information regarding the event to date.